Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode, however, for clarification, the damaged instrument component was a broken grip cable. Based on this clarification, the customer reported complaint is confirmed. One grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found the distal pulley exhibit damage. One pulley has scratches on the surface and the other has an indentation at the edge. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after completion of a successful da vinci si hysterectomy procedure, it was noted that the wires at the distal tip of the megasuturecut needle driver instrument were loose. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.